Event description:
An olympus representative reported to olympus on behalf of the customer that the evis lucera elite colonovideoscope felt stiff and "strange", had a crack in the wheel, exhibited loss of tip contact, and the angulation snapped. The scope was reportedly in the sigmoid when the angulation snapped loudly. The angulation wheel became less responsive from that point. The scope was replaced, and during withdrawal in the sigmoid, the endoscopist noticed a tear. There was minimal bleeding with about 10 milliliter blood loss. 6 clips were subsequently applied to the tear site. A 3-minute delay was reported but was deemed to be clinically irrelevant. The procedure was completed with the new scope. The patient subsequently underwent a computed tomography (CT) scan, which was negative for perforation. The patient was placed on antibiotics as precaution due to the tear and discharged to home after two hours. The patient is currently well.

Manufacturer narrative:
The suspected device has been returned to olympus and the allegation was confirmed. Initial evaluation showed lifting of the distal end adhesive. The up, down, left and right angles did not meet specification with evidence of straining. The up/down angle play did not meet specifications as well. The device failed the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, no device issues were identified internally or externally which could be attributed to the customer¿s reported fault. Therefore, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.